Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument melted and pieces fell into the pt's cavity. The surgeon was able to retrieve the pieces and complete the procedure. The hospital has reported no pt injury occurred.